Event description:
It was reported that the ilet displayed alert 60 indicating a bluetooth communications error after multiple restarts, with the device prompting to enter a blood glucose value or that dosing would stop soon; the issue was characterized as a failure to read an input signal associated with the circuit board. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with a bluetooth communications failure traced to a circuit board component. It was concluded, based on previously established findings for similar reports, that the cause was a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.